Event description:
It was reported that two acculink stents were implanted in the left internal carotid artery (lica). The emboshield nav6 was deployed past the lica, where there was moderate tortuosity distal to the lica. At the end of the procedure, the patient had passed the full neurological examination. However, there was bleeding at the femoral access site for which protamine was given. Approximately 20 minutes post procedure, the patient had right arm weakness, slurred speech, and confusion. The patient was unable to recall his name and the condition was considered a stroke. A carotid doppler confirmed that both stents were patent after the patient had stroke symptoms. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: acculink, (B)(4), lot 3012561; other: aspirin, clopidogrel, protamine; vessel closure: perclose proglide; embolic protection: emboshield nav6. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The perclose proglide referenced is being filed under a separate medwatch report.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient had a CT scan and a neurology consult. The patient was transferred to a rehabilitation facility six days post procedure.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of stroke is listed as a known potential patient effect in the acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.